Manufacturer narrative:
The device history records for the reported lot number were reviewed and no quality or mfg deviations were noted. As the device associated with this failure was disposed of at the hosp no sample eval can be performed and the definitive root cause of the incident is unable to be determined. Similarly reported failures have previously been attributed to a mismatching of the plunger and the locknut contained within the device, and an engineering project is currently underway to address this issue. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported by customer in another country, during a procedure six encore inflation devices were utilized. It is claimed that due to air getting into the shaft, the user was unable to deflate the balloon catheter placing the stent. The procedure was completed without pt injury. Only one device sample was returned by the end user. The others were disposed of at the hosp.